Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with three injections of juvederm vista volite into the whole face. The patient was also concomitantly injected with one injection of juvederm vista volbella xc (0.05cc, upper lip: 0.45cc, lower lip: 0.5cc). Approximately two months later, the ¿patient¿s forehead became partially swollen. The patient can feel stuff like lumps and massage them with cotton swab. Later, lumps were found between the eyebrows, on the lips, and around the patient¿s marionette lines. There is swelling and itching on the forehead and upper lip.¿ three days later, the patient was treated with ¿celestamine tablets 1 tablet at a time for 7 days before bedtime¿. Four days later, ¿the patient's swelling had become even more severe, so they visited the hospital and received an additional prescription for hyaluronic acid dissolution and oral antibiotics.¿ healthcare professional (hcp) later reported ¿there was an infection, and the affected area was swollen, so treatment was performed to dissolve the pus and drain the pus, but as further treatment was difficult within the clinic, we had to write a letter of referral to the hospital. The doctor at the hospital said that after a pathological examination, they would start administering intravenous steroids.¿ symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-20660). This emdr is being submitted for the suspect product, juvederm vista volbella xc.

Event description:
Healthcare professional (hcp) later reported patient "was diagnosed with late onset nodules due to delayed allergic reaction" just over 3 months post injection. 4 days post diagnosis, "the swelling became worse, nodules¿ part became red with swelling. As it became worse, hcp tried to dissolve it with 1cc in the lips and 1 cc in whole forehead." Additional treatment of cefaclor for five days, celestamine for three days. One week later, "it became worse, bulge and redness on the dissolve site. After puncture, milky white liquid mixed with mucus and serous will flew out. Multiple sites puncture and pressing out for the bulge sites. Hyaluronidase 1cc was added to the lips. Roxithromycin for three days."